Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a nurse reported a customer obtained low readings when scanning the adc freestyle libre sensor. The customer obtained blood glucose tests of "70-80's" and a sensor scan of lo (less than 40 mg/dl) and reported not feeling well. The customer self-treated with multiple sugary beverages and upon arrival to the emergency room, blood glucose of 600 mg/dl was obtained on the hospital's meter. A comparative scan of "low" was reported at the time of the blood glucose test. The customer was hospitalized for an unknown duration and treated for a diagnosis of diagnosis of diabetic ketoacidosis (dka). The details of the treatment were not provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a nurse reported a customer obtained low readings when scanning the adc freestyle libre sensor. The customer obtained blood glucose tests of "70-80's" and a sensor scan of lo (less than 40 mg/dl) and reported not feeling well. The customer self-treated with multiple sugary beverages and upon arrival to the emergency room, blood glucose of 600 mg/dl was obtained on the hospital's meter. A comparative scan of "low" was reported at the time of the blood glucose test. The customer was hospitalized for an unknown duration and treated for a diagnosis of diagnosis of diabetic ketoacidosis (dka). The details of the treatment were not provided. There was no report of death or permanent injury associated with this event.